Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07678 . Follow-up revealed the patient underwent the surgical intervention on (B)(6) 2015. During the procedure, it was found the right lead had a kink. As a result, the right lead was explanted and replaced on (B)(6) 2015. The issue was resolved by surgical intervention. It is unknown which lead is the right lead.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07678.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07678. It was reported the patient stopped receiving effective stimulation in addition to stimulation in an unintended area. X-rays showed no anomalies. Programming could not provide resolution. As a result, the patient will undergo surgical intervention.